Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended. Blood/body fluid noted in the helix housing and in neck region. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the cathode coil (inner coil) is fractured at the distal end of the terminal pin. Based on the bird nesting of the coil, this is most likely the result of trying to retract the helix. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
Boston scientific received information that during an explant due to therapy upgrade/downgrade, it was noted that this right ventricular (rv) lead experienced removal difficulty. The helix would not retract. The rv lead was explanted. No adverse patient effects were reported.